Event description:
It was reported that the patient presented in clinic with an elective replacement indicator. It was noted that the base rate of 60 pulses per minute (ppm) was now pacing at 55 ppm. Battery voltage was 2.78 v and impedance was less than 1 kohms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.